Event description:
It was reported that the customer had high blood glucose levels and had been hospitalized on (B)(6) 2013. Customer's blood glucose level was over 300 mg/dl. Customer had been experiencing high blood glucose levels and felt nauseous. Customer believes that it has something to do with the reservoirs and has not had issues with the pump. Customer verified that his blood was looking good and he was placed on insulin drips. Customer was also given fluids for dehydration. Customer was wearing the pump at the time of the hospitalization, but it was removed after awhile and customer was treated manually. Customer is returning a reservoir for analysis. Customer mentioned that for the last 3 months from early (B)(6) 2014, he has been getting high blood glucose levels. Customer is now on a second batch of reservoirs and is not getting high blood glucose levels anymore. Customer treated by bolusing with his pump and got his blood glucose levels down after each bolus. No further assistance needed.

Manufacturer narrative:
Inspected one opened/used reservoir and performed a visual inspection. The head of the reservoir was broken off and lodged inside the transfer guard.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.